Event description:
Additional information was received from the customer that the event occurred during an endobronchial ultrasound-guided transbronchial lung biopsy procedure (ebus-tblb). The procedure was prolonged for an hour while the patient was under general anesthesia. However, there were no reports of patient harm from the prolonged procedure. The procedure was then completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information that was received from the customer. Updated field: b5.

Event description:
It was reported that the bronchofibervideoscope had distal end snapped. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found acoustic lens was damaged, however damage level did not reach to the glue-layer and ultrasonic probe had a crack. Based on the results of the investigation, the probable cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.